Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer was not detected on the bus and had failed. A field service engineer (fse) found drawer 2.1 with no light emitting diode (led) and used a multimeter to diagnose a failure in both the drawer and the pyxibus controller. The fse replaced pyxibus controller, and a hardware test application test was performed to confirm proper functionality. Fse performed proactive inspection process. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer was not detected on bus and unable to recover. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.